Event description:
The patient was revised on (B)(6) 2022 following the primary surgery on (B)(6) 2017 due to dislocation. The surgeon explanted a standard humeral cup (36/6) and implanted a stability humeral cup (36/6).